Event description:
The surgeon reported that he undertook a revision of an exeter stem which had been implanted approximate ly 9 years ago. The stem had broken under the trunnion. **update* * during surgery it was noted that the poly liner was damaged and abraded.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed by clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was lost after picking up by courier. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray and undated op report confirms stem fracture. Need dated operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the clinician review of the provided x-ray and undated op report confirms stem fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as dated operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The surgeon reported that he undertook a revision of an exeter stem which had been implanted approximately 9 years ago. The stem had broken under the trunnion. **update** during surgery it was noted that the poly liner was damaged and abraded.